Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit with multiple components and lidstock for analysis. Visual analysis of the dilator revealed that the dilator was slightly bent about half-way down its body. No other defects or anomalies were observed. The dilator body from the hub to the tip measured 103mm which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator inner diameter at the tip measured 0.9652mm which is within the specification limits of 0.9144mm-0.9652mm per the dilator extrusion graphic. The dilator outer diameter measured 3.01mm which is within the specification limits of 2.98mm-3.04mm per the dilator extrusion graphic. The IFU provided with this kit states: "use tissue dilator to enlarge site as required." A lab inventory guide wire with the same diameter as the guide wire packaged within the finished kit was passed through the dilator with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator body was confirmed through complaint investigation. Visual analysis revealed that the dilator body was slightly bent. Despite this, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported the dilator bent when he tried to dilate the skin. A second device was used that also cracked. The device was replaced. No patient harm or injury was reported. The patient's current condition was reported to be "critical".

Manufacturer narrative:
Qn#(B)(4).

Event description:
Physician reported the dilator bent when he tried to dilate the skin. A second device was used that also cracked. The device was replaced. No patient harm or injury was reported. The patient's current condition was reported to be "critical".